Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms during basal, bolus, fixed prime. Customer's blood glucose was 375 mg/dl. The customer was advised to rewind the pump, reinsert the reservoir and run manual prime at least 5 units. Customer stated that the device alarmed no delivery during manual prime. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.